Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm force bipolar instrument jaws are broken, not aligned. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm force bipolar instrument for failure analysis investigation. The instrument was analyzed and found to have a dislodged molded insulator on the jaw. The grip tip for the grip with the dislodged molded insulator does appear to be bent. Components adjacent to the dislodged molded insulator do not show damage. The probable root cause is attributed to mechanical impact or excessive force applied to the jaws, such as an accidental drop of the instrument.

Event description:
Refer to h11 for follow-up information.